Event description:
It was reported that during the implantation of a tecnis 1tec preloaded 1-piece intraocular lens (iol) the trailing haptic got stuck behind the optic. The surgeon used a spatula to manipulate the haptic. The iol remains implanted and no patient injury was reported. The serial number of the device was unknown.

Manufacturer narrative:
Not serial number,catalog number and expiration date not provided. Explant date: not applicable. Initial reporter telephone: (B)(6). Pma510(k): device is not marketed in the us. It is same/similar to tecnis zcb00 p980040. All pertinent information available to the manufacturer has been submitted. Placeholder.